Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. The cassette was returned to baxter healthcare for evaluation. A visual inspection was performed with the naked eye and with a microscope. A cracked cassette and cut cassette sheeting were identified. Clear passage testing and clamp function testing were performed without noting any issues. Underwater pressure testing was performed, and the results verified the presence of a leak through the cassette and cassette sheeting. The cassette was run on a homechoice machine. Upon conclusion of the evaluation, the reported condition was verified. The cause of this condition was determined to be an error during the manufacturing process as the cracks and cuts were indicative of damage caused by packaging equipment. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette of an integrated apd set with cassette leaked. The patient was not connected at the time of this issue. This occurred during the priming stage of peritoneal dialysis therapy on the homechoice (hc) machine. The technical service representative (tsr) had the care giver (cg) close the clamps, cycle the power on the hc machine, press go, and open the hc door. The cg stated that when they opened the door, more fluid leaked out. The cg stated that no issues were encountered while opening the box or packaging of the cassette and there was no obvious damage to the cassette. The patient would complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.